Event description:
The pt has severe, medically refractory parkinson's disease, underwent implantation of a medtronic deep brain stimulating -dbs- lead into the right subthalamic nucleus -stn-, along with soletra implantable pulse generator -ipg- in the subclavicular region and connecting cable placed in the neck region without incident. The soletra is medtronic's replacement for the itrel ii ipg; this ipg is essentially the same device as the itrel ii, with minor feature changes, in particular, the elimination of a magnet-controlled setting. When attempting to interrogate and program the ipg, it was found, on numerous attempts, that the device was not interrogable or capable of being programmed. Because of assumed device malfunction, the ipg was removed and a new ipg, an itrel ii model, was implanted. That device functioned appropriately. The removed device was returned to the MFR, medtronic neurological, for testing. The preliminary conclusion by the MFR is that a flaw in the programming unit software was responsible for the inability to properly interrogate and program the soletra ipg. This situation appears to occur when the programming unit and software is used to interrogate an itrell ii ipg immediately prior to interrogating a soletra ipg; the solution is to turn the programming unit off and then back on before using it to program a soletra. Now that this procedure is known, no further occurrences of this situation are expected.